Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+2.5/150 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens, -12.00/+2.5/150 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as excessive vaulting. On (B)(6) 2023 the lens was exchanged for a smaller length lens. The cause of the event was unknown. This resolved the problem. Claim# (B)(4).